Event description:
Alleged the stretcher is difficult to engage into steer.

Manufacturer narrative:
The technician found the bolt and nut fell out of the connecting rod brake/steer linkage. The technician replaced the hardware to repair the stretcher.